Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced elevated blood glucose (bg) in the 300¿s mg/dl with a headache, sleepiness, irritability, frequent urination and excessive thirst associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting indicated all bolus settings and histories were correct and the pump was calculating bolus dosages correctly. There was no defect found with the pump. The patient was referred to their healthcare provider for diabetes management. It was determined that there was no mechanical issue with the pump at the time of the complaint. Troubleshooting indicated the following factor may have contributed to the alleged bg excursion: the patient did not respond to an occlusion alarm in a timely manner. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.